Event description:
It was reported that the tip of the catheter came off during a thrombectomy on the tibial artery, a native calcified vessel in the lower leg. The surgeon noted resistance when using the catheter. Retrieval was attempted by doing cut downs further on the vessel. (More distal as it was an artery) no other complications were noted. Unfortunately the staff did not retain the catheter nor packaging.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.